Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, clear fluids inside the device, observed void on valve side in the non-textured part side which was not a defect, and a curved opening. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a smooth crease opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on anterior due to a fold flaw opening. Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1., h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.